Manufacturer narrative:
(B)(4). The device was manufactured may 15, 2015 - may 18, 2015. The device was received for evaluation with a huber needle attached to its distal luer. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. After fill, the huber needle was attached to the device¿s distal luer. During and after fill, there was no evidence of a leak from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked at the connection of its luer adaptor and a huber needle (non-baxter product). This occurred during infusion of 80 ml of fluorouracil and 100 ml of saline (both non-baxter drugs). There was no patient injury or medical intervention associated with this event. No additional information is available.